Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no reported patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no reported patient involvement. One processor pca was returned for failure analysis. The reported problem was not duplicated during lab tests due to the device only booting to the splash screen. However, it was noted that the rfu indicator displayed a flashing red x, accompanied by a periodic chirp, indicating a failure. Based on the symptoms observed, the failure could be a corrupted program code in the flash memory u39/u40, but after reimaging, the device displayed erratic behavior, including random and intermittent keypad entries, temporarily freezing on a screen, random reboots, and service mode instability.